Event description:
General report received of an unspecified number of undocumented incidents of no flow. The secondary tubing sets were connected to unspecified primary tubing sets were being used for piggyback delivers of 100ml of unspecified medications via an infusion pump. After unspecified lengths of time in use, no flow was noted. The tubing sets were replaced and the therapies were initiated or resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded.